Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted into the left atrium (la). However, while steering down to the valve, while applying the m knob, the clip moved in an unintended direction due to the device being mis keyed. It was noted that fluoroscopy showed that the clip moved toward the mitral valve when the m knob was applied, but on the reverse fluoroscopy screen, it moved upward. Therefore, the clip was removed and replaced. The procedure was completed with one clip implanted, reducing the mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement associated with a sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.